Event description:
According to the reporter, during the replay study, it was not mentioned in the packaging of the reload the need to use of 15 mm trocars. The surgeons started the procedure with a 12 mm trocars as for the use of conventional loaders. They ask that this should be indicated in the packaging. The surgeon had to convert to a laparotomy (open procedure) to complete the surgical intervention which led to an increase of the operative time. The patient recovered without any sequelae but had eventually a larger incision .